Event description:
Information was received from the patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported the device was killing her and that the settings weren't high enough. It was shocking the patient's body and sending pain from their shoulder up to her neck.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.